Event description:
It was reported that the device was at elective replacement indicator (eri). The device had been implanted for five years with continuous pacing in the atrium but very little in the ventricle. The patient presented feeling poorly due to the eri setting of vvi 65. The company representative reprogrammed the device. There was concern of possible premature battery depletion. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.